Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, did not experience repeat malfunction, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.